Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The deice was found out of specification in relation to the false upstream occlusion alarms which were reproduced while running an infusion. Evaluation found the cause to be cracks on the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.